Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device has not been returned, therefore no analysis has been done. This event is considered reportable, although confirmation of medical intervention and device-relatedness has not been established.

Event description:
Company representative reported "tissue necrosis" on an unknown side. No other information was provided.